Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a generator change procedure. Upon interrogation, it was found that the chronic right ventricular lead exhibited a high, out of range pacing impedance and failed to capture. The lead was capped on (B)(6) 2020. A replacement lead was attempted to be placed, but could not be due to patient anatomy. The system was programmed to mitigate this issue. The patient was stable.